Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2020-23490. Related manufacturer reference number 1627487-2020-23491. Related manufacturer reference number 1627487-2020-23492. Related manufacturer reference number 1627487-2020-23493. Related manufacturer reference number 1627487-2020-23500. It was reported that effective therapy was never established. Multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the entire system was explanted.